Event description:
It was reported that the catheter came out of the package with debris on it. It was not used in the procedure. No further information was reported.

Event description:
It was reported that the catheter came out of the package with debris on it. It was not used in the procedure. No further information was reported.

Manufacturer narrative:
Additional information was requested for this complaint. To date no additional information has been received. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The catheter was returned with a guidewire inside it. The guidewire was advanced and white debris was noted at 10cm, 17cm and 23cm from the proximal end. The catheter was examined microscopically and no anomalies were noted. The debris was examined microscopically. It is probable that the white material is lubricant. A root cause of caused by other device will be assigned to this complaint as it appears the material originated from the guidewire. The directions for use (dfu) for this product family instructs the user to 'inspect product before use for any bends, kinks or damage. Do not use a microcatheter that has been damaged. Damaged microcatheters may rupture causing vessel trauma or tip detachment during steering maneuvers'.